Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 74cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed abrasion marks. Furthermore, deformations of the coil and cuts in the insulation were found which occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported high thresholds. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to high thresholds. Should additional information become available, this file will be updated.